Event description:
The facility originally reported a colleague infusion pump with a low battery, discovered during bio-medical testing. However, upon reviewing the pump's event history, a baxter quality engineer discovered a depleted battery alarm which occurred during and interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.this device is an unremediated colleague pump with a user interface module software version of 5.03.00.

Event description:
At 12:00 p.m., set pump rate and volume for 4 hours to administer naphos 12 mmol IV. At 12:30 p.m., naphos IV bag was empty and the nacl bag was infusing. Pump indicated naphos had 3 hours and some minutes left. As a result, naphos was administered in 30 minutes instead of 4 hours. Vital signs stable, no arrhythmias, and no redness, phelebitis, or infiltration at IV site.

Manufacturer narrative:
(B)(4). Evaluation summary:the condition of a colleague infusion pump with a depleted battery alarm was discovered and confirmed in the pump's event history by a baxter quality engineer. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition.

Manufacturer narrative:
(B)(4) .